Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump would not turn on as the 3-pronged copper piece from the pump has fallen off when they were changing the battery. Customer¿s blood glucose was 170 mg/dl. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.